Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, the down arrow keypad was intermittently unresponsive. All other keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow, and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.